Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted during aspiration when farawave catheter was inserted. Despite multiple attempts air continued to bleed. The troubleshooting steps included replacement of the valve. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further informed that the flow rate was: 30ml/h. The guidewire was at the tip of the farawave. No other issue has been reported.